Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. The in-house field service engineer (fse) evaluated the system and the error logs. The fse could not confirm any errors that would stop the machine and cause the table to drop. The patient scans were completed with no problem. (B)(4).

Event description:
Philips received information from a customer site that the patient table dropped in height from approximately 150 mm to 220 mm and gave an error. There was no report of harm to any patient.